Event description:
It was reported that an unspecified device failure occurred with a proglide device relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9: device available for evaluation updated from ni to no. E1 - first name, last name: updated from (B)(6) to (B)(6). E1 - title: updated from unk to dr. E1 - (B)(6). E3 - occupation updated from non-healthcare professional to physician. G2 - report source: updated to add health professional. H6 - medical device problem code: code 3190 was removed and code1562 was added.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device using the pre-close technique prior to an unspecified interventional procedure. Reportedly, the doctor could not complete step number 3 (cutting the blue thread). The sutures of two new proglide devices were successfully pre-placed. The interventional procedure was completed. Two additional proglides were also used to achieve hemostasis for a total of four (4) proglides. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.